Event description:
Standard carotid stent case, the pt had a long lesion and left the room stable. A few hours post-procedure, the pt had a stroke no issues during case. No device complaints or issues. Please reference MDR 2183870-2010-00017 for the spiderfx used in the procedure.

Manufacturer narrative:
The lot number for this device was not provided, therefore, a review of the device history record for this device could not be conducted.